Manufacturer narrative:
E1: (B)(6). Received one device. Customer concern confirmed via functional testing found faulty downstream occlusion sensor (dso). Replaced dso sensor. Device passed all follow up testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device for analysis. Inspection and functional testing found faulty downstream occlusion sensor (dso). It was stated that the cassette did not fit in the device, need software update. There was unknown patient involvement, and unknown patient harm/adverse reported.